Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk nasal tubing was torn and resulted in a leak during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that the tubing of a bc191-05 flexitrunk nasal tubing was torn and resulted in a leak during use conclusion: we are unable to determine the cause of the reported event. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: - "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." - "handle with care. Use caution when positioning or disconnecting the interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "use patient oxygen monitoring". Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk nasal tubing was torn and resulted in a leak during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.